Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump battery rapidly depleted which resulted in the pump shutting down. Customer's blood glucose was 147 mg/dl. Customer reviewed pump history and was unable to find the percentage of the charge end date. Reportedly, customer charged battery and insulin delivery was resumed. Although multiple attempts were made by tandem technical support to obtain additional information regarding the pump history, customer did not reply.